Event description:
It was reported that patient experienced pain, pronounced edema, and blisters on the upper lip following a laser hair reduction treatment using elite iq. Patient moved and laser was pulsed inside the vermillion border. Patient was given 1% hydrocortisone and fucidin as preventative medication. Patient was also prescribed oral steroid, but did not take the medication. Patient reported visiting the emergency room and receiving an anti-inflammatory injection. Treatment settings used were within guidelines, although aggressive. Cynosure medical director reviewed the incident and advise oral steroid and a follow up with a dermatologist or plastic surgeon. Site confirms patient is almost healed during a follow up visit on (B)(6) 2024. The device was evaluated and found to be operating as intended within specification. Pain, edema, and blister are expected side effects from laser treatments, however this event is reportable due to medical intervention.